Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post implant the right atrial (ra) lead exhibited an increase in and high thresholds. The ra lead was further reported to be dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.